Event description:
Reportedly, the ventricular lead impedance curve recorded in device memory showed high impedance (> 3 kohm). However, during the latest follow up on apr 15, normal measurement was obtained.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr model approved (B) (4). Analysis is pending.